Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The morning of (B)(6) 2015, the patient experienced hyperglycemia. She realized that the insulin cartridge was wet and she changed the insulin cartridge and the infusion set. A few hours later, the cartridge compartment is wet and it smells insulin. The patient corrected her blood glucose herself. No adverse event reported. A request was made for the return of the device.